Event description:
It was reported that the infusion set was leaking at the at the connector of the head set and transfer set.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states product was discarded and is not expected to be returned for evaluation.